Event description:
Per report, in a transfemoral tavr procedure the 26mm sapien valve embolized into the aorta post deployment. The patient had a pre-existing mechanical valve in the mitral position which caused the balloon to "watermelon seed" up to the aorta and the valve to move aortic. The team pulled the valve over the aortic arch and secured it in the descending aorta with a z-med balloon. A 2nd 26mm sapien valve was implanted in the aortic annulus with great outcome. The patient remained stable throughout the procedure and per the latest report was doing fine.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the tavr procedure. In addition, it warns that patients with pre-existing mitral valve devices should be carefully assessed prior to implantation of the bioprosthesis to ensure proper bioprosthesis positioning and deployment. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Imaging of the procedure was not available for edwards lifesciences to review. Without imaging, patient factors (native valve calcification), and procedural factors (imaging intensifier angle, valve deployment position, confirmation of leaflet motion restriction or overhang) could not be confirmed/assessed. In this case it appears that patient factors (pre-existing mitral valve mechanical prosthesis) contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.